Event description:
Customer reported the system will not produce an image and kv goes to max. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board. System operates as intended.